Manufacturer narrative:
This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a cori assisted tka surgery, the bur was loaded and calibrated correctly with the robotic handpiece. When the surgeon started to bur the first femur condyle, he experienced over resection. The screen showed red sectors on the bone model. By the manual check up of the handpiece he saw that the bur was not in line with the drill guard and had a overhang of around 1-2mm. The procedure was performed, after a non-significant delay, using manual technique. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
H3, h6: the real intelligence robotic cori drill rob10013, (B)(6), used for surgery and was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed, confirming the reported scenario of the milling cutter having an overhang. A kpc test was performed, where the handpiece passed all tests; however, the exposure validation indicated a slight overhang of the milling cutter to the guard, measuring 0.3-0.35 mm. The handpiece was disassembled, but no issues were identified. The calibration was repeated on the manufacturer's kpc console, where exposure validation showed a slight overhang of approximately 0.1 mm, which is within the maximum tolerance. Subsequent calibrations revealed varying overhang measurements: 0.6 mm after the second calibration, 0.3 mm after the third, and 0.4 mm after the fourth. A second exposure motor was assembled, but it did not affect the calibration results. The installed exposure motor was found to be responsive and fully functional. Although the investigation didn't find any internal defects with the drill, the variance in the overhang after different calibration attempts indicates there is an issue with the drill. The most likely cause for this event is mechanical wear and tear of the robotic drill internal components. A review of manufacturing and service records indicates the device met all specifications upon release into distribution. A complaint history review was performed by part number and similar complaints were identified. A review by lot/serial was performed and no similar complaints were identified. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
H3, h6: the real intelligence robotic cori drill rob10013, (B)(6), used for surgery and was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed, the reported scenario of the milling cutter having an overhang was confirmed. A kpc test was performed, where the handpiece passed all tests; however, the exposure validation indicated a slight overhang of the milling cutter to the guard, measuring 0.3-0.35 mm. The handpiece was disassembled, but no issues were identified. The calibration was repeated on the manufacturer's kpc console. The exposure validation also showed a slight overhang of approximately 0.1 mm, which is within the maximum tolerance. Subsequent calibrations revealed varying overhang measurements: 0.6 mm on after the second calibration, 0.3 mm after the third, and 0.4 mm after the fourth. The connection caps are in good condition. All seals were checked and found to be leak-proof. The carriage bearings were checked and found to be in good condition. A second exposure motor was assembled, but it did not affect the calibration results. The installed exposure motor was found to be responsive and fully functional. Although the investigation didn't find any visible internal defects with the drill, the variance in the overhang after different calibration attempts indicates there is an issue with the robotic drill internal components. The most likely cause of the reported scenario is wear of the wave spring of the threaded collect. A review of manufacturing and service records indicates the device met all specifications upon release into distribution. A complaint history review was performed by part number and similar complaints were identified. A review by lot/serial was performed and no similar complaints were identified. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.